Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and there was a pump stop. While flowing on p9, a motor stoppage with alarm saying, "motor stop due to high motor current" occurred. The nurse restarted the impella on p5 with appropriate motor current, flow and waveforms. The pump was obtained to be sent back for investigation.

Manufacturer narrative:
The investigation for the pump stop and saturated flow issues has been completed. No product was returned for evaluation. Data logs were reviewed and no pump stops were observed on the data logs. Motor current was stable and consistent with p-level changes throughout case. Higher than normal flows were observed during case. Clinical details noted that the pump was able to be restarted at p-5 after pump stop and run for the remainder of the pci procedure. The root cause of the temporary pump stop cannot be determined as insufficient logs and pump were provided. The root cause of the saturated flow cannot be determined as insufficient logs and pump were provided. F6/f8 should have been left blank in the initial report. G1-corrected MFR site name and address.